Event description:
Patient is " having a hard time with it. She does not like it. It is hard to read and understand and the strips are hard to deal with. She finds it frustrating and hard to use and read. She does not care for the strips and is very unsatisfied with the meter.". Pae reported by hcp, who does not consent to follow up. (B)(6). Reference report: #mw5119243.